Event description:
It was reported by service report that the pt-left siderail would not latch in the upright position due to a broken spindle spacer. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.